Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. The skin was prepped with soap and water prior to sensor insertion. On 10/22/2024, the patient experienced a skin reaction with burning, redness, pain, and inflammation extending beyond the patch perimeter. On (B)(6) 2024, the patient removed his sensor and noticed the start of a small reaction. The skin reaction spread over the next few days, but remained contained the patient's arm (there was no spreading to other body parts). On (B)(6) 2024, the patient consulted with a doctor about the skin reaction. The patient was prescribed triamcinolone topical cream and was given a one-time oral dose of prednisone at the doctor¿s office. The patient stated there was ¿less redness¿ at the time of report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.